Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step, resulting in a high blood glucose level. Customer switched to omnipod and resolved the issue by changing the infusion set and cartridge, successfully resuming insulin delivery without requiring third-party assistance.